Manufacturer narrative:
(B)(4). The device was received with distal tip of the blade broken off and it was returned with the device. The blade was discolored (blue) due to heat generated from contact between the blade and tissue pad the device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, after two activations, the active blade of the ace broke off and the tip fell into the abdomen but could be retrieved. According to the surgeon, no metal, bone or other hard material was close to the instrument when the incident occurred. Procedure was completed with same like product